Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material in the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 09/27/2024. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material coming from the air/water cylinder and air/water channel. The type of material and root cause could not be identified. It is possible that the user could not perform reprocessing properly due to leakage from the forcep elevator. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states detection methods in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states preventive measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.